Event description:
Revision surgery required due to hip dislocation. The pt's original surgery was performed on (B)(6) 2012. The pt had several dislocation events, since the original surgery. During the last dislocation event, the bipolar head disassociated from the metal femoral head.

Manufacturer narrative:
Th autoclave deformed the poly liner, therefore, the condition of the poly liner as implanted could not be determined.